Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a heart attack coincident with automated peritoneal dialysis (apd) therapy. The patient was connected to the homechoice machine at the time of the heart attack. The reporter stated that the patient "has gone to the hospital and was having a heart attack", indicating that the patient was hospitalized for the heart attack. Treatment for the event, action taken with apd therapy, and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.